Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 5.00mm x 16mm veriflex¿ stent was selected to treat the lesion, however, it was noted that the proximal end of the stent struts were lifted and the device never entered the patient's body. The procedure was completed with another of same device. No patient complications were reported.